Manufacturer narrative:
Upon visual inspection, the screw is fractured at approximately the second thread. The drive feature has foreign material and debris present. The investigator was not able to find a screw consistent with the dimensions of the returned screw in catalogs or component drawings. This screw is likely a competitor screw and was reported as uniht incorrectly. This screw is definitively not uniht. A definitive root cause has not been determined. (B)(4).

Event description:
The doctor indicates that the screw has fractured. All fragments of the screw have been retrieved. A new screw has been placed. The implant remains implanted.